Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Event description:
It was learned via the patient registry that a patient with a 23mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of eight (8) years, 11 months. Calcium was observed at the ostium with motion artifact noted. The tavr procedure was initially performed with a 26mm 9750tfx transcatheter valve. The tavr procedure was completed with another 26mm 9750tfx transcatheter valve.

Event description:
It was learned via the patient registry that a patient with a 23mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of eight (8) years, 11 months due to unknown reasons. The tavr procedure was initially performed with a 26mm 9750tfx transcatheter valve. The tavr procedure was completed with another 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the patient registry that a patient with a 23mm 3300tfx pericardial aortic valve underwent mitral valve-in-valve intervention due to unknown reasons. No intervention was indicated or performed on the 23mm 3300tfx aortic valve.